Manufacturer narrative:
(B)(4).

Event description:
The patient regained consciousness at the hospital and was discharged back to the nursing facility approximately 5 hours later with a bg meter reading of 360 mg/dl, and the cgm reading 323mg/dl.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient lives in a nursing facility. On (B)(6) 2023, the patient was observed to have lost consciousness in the dining room by a staff licensed practical nurse (lpn). The lpn tested the patient¿s bg meter reading, and it was 27 mg/dl while the cgm was reading 67 mg/dl. The lpn treated the patient with a glucagon injection and called an ambulance. Emergency medical services (ems) arrived and transported the patient to the emergency room (ER). There was no information provided about any treatment or medication the patient may have received at the ER. The patient was discharged back to the nursing facility approximately 5 hours later with a bg meter reading of 323 mg/dl. At the time of the report, the patient was concious and doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.